Manufacturer narrative:
A part shipment was placed for an imaging system computer service kit. Medtronic representative went to the site to test the equipment. While performing an imaging system check-out, the medtronic representative, confirmed that the imaging system would not boot. The image acquisition system (ias) computer was replaced. After part replacement, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Computer service kit - confirmed reported problem "disconnected and red x on pendant." A simulated use test was performed. Two errors were observed: bi.oarm.systemmanager error and bi.oarm.ias.database error. After reloading the software on the ias computer the system functions as intended. Corrupted operating system software. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's image acquisition system (ias) is disconnected from the mobile view station (mvs). When booting up the image acquisition system (ias) and mobile view station (mvs) the mvs connection would display "disconnected" on the pendant and display a red x. Attempts were made to reboot both systems with the umbilical cable disconnected and reconnected. This did not resolve the issue. Remote desktop was accessed but an error message appeared when attempting to open the imaging system application. The surgeon discontinued use of the imaging and navigation systems and chose to complete the procedure with a c-arm, an alternate system. The surgery was successfully, completed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.